Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they had air bubbles present in their infusion set tubing. During troubleshooting, customer stated there were no leaks in the reservoir and performed a fixed prime successfully. Issue was resolved with set change. Customer's blood glucose level was 207 mg/dl at time of reporting. Nothing further reported.